Event description:
Ventilator went in-operable while ventilating the pt. Screen was blank, unit not functioning. Patient was manually ventilated by nursing/rt staff, rt changed out this ventilator. No injury to pt.